Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use of the bd nexiva¿ closed IV catheter system after insertion blood was leaking from self-sealing septum. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: MDR level b investigation: DHR review - all challenges and inspections relating to the defect were conducted successfully and no issues were identified. Qn review - no quality notifications were initiated for the complaint defect. Eura review - the cause of the defect is misalignment of the cannula insertion process. Acr 13-3300-755 was implemented which has mitigated the occurrence of the defect. Sample analysis - no samples returned. The defect was not confirmed through the investigation. Investigation conclusion: the cause was not identified during the investigation. Rationale: acr 13-3300-755 was recently completed to mitigate the occurrence of leakage at the septum.

Manufacturer narrative:
PMA/510k#: has been corrected to k115443.